Manufacturer narrative:
Section a2, a4, and a5: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was torn in the cartridge. The issue was observed during handling and there was no patient contact. The problem was not due to use error. Balanced salt solution (bss) with no additives was used at room temperature as a cartridge lubricant and was introduced into the cartridge from the tip. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 18, 2023. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge and with the plunger rod overriding the lens. The lens could also be observed to be rotated counterclockwise approximately 90 degrees, and the lead haptic could also be observed to be unfolded. Further inspection of the cartridge revealed that there was not viscoelastic (ovd) residue distributed throughout the length of the cartridge, suggesting that an inadequate amount of ovd may have contributed to the complaint issue. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The lens was removed from the cartridge and cleaned, revealing that the lens was damaged. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.